Manufacturer narrative:
Device remains implanted. As such, physical analysis has not been conducted in our laboratory. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with a implantable cardioverter defibrillator device, experienced a syncope episode. The patient was admitted to the hospital. Review of device data revealed noise of the rv channel and shock channel. The device remains implanted.